Event description:
This is a loaner device returned by a customer. Upon inspection, it was observed that the ultrasound probe lens was peeled with a missing piece. There is no reported harm to any patient.

Manufacturer narrative:
Event date is (B)(6) 2022. Full facility name is (B)(6). The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 9 years have passed since the device was manufactured. Although the root cause could not be identified, the evaluation results of the device indicate that there is a possibility of customers¿ mishandling, wear and damage due to increased use / time applied in the device. Based on the information obtained, there is a high possibility that the indicated phenomenon occurred afterwards. This information is addressed in the instructions for use (IFU): important information ¿ please read before use. Warnings and cautions. Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination. Olympus will continue to monitor the field performance of this device.